Event description:
It was reported that the customer had been experiencing high blood glucose. It was 600 mg/dl at the time of reporting. Her high levels had resulted in a recent trip to the hospital for diabetic ketoacidosis. Troubleshooting was performed to determine that the pump was functioning correctly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.